Manufacturer narrative:
H6: medical device problem code a050501 captures the reportable event of bands failed to deploy. H10: investigation results: a speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found two bands attached to the ligator head and the white band moved out of its position. Additionally, it was noticed that the ligator head teeth were bent. The suture was noticed to be broken with one section attached to the ligator head and the other section was not returned. The suture was likely broken to separate the device from the scope. Also, the suture hole was in good condition. The handle assembly did not return for analysis. The reported event of failure to deploy bands was confirmed. The ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. H11: correction to b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. It was reported that during the procedure, the bands failed to deploy. Reportedly, the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. It was reported that during the procedure, the bands "could not pop out normally". Reportedly, the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The complainant reported that the "device could not pop out normally. This most likely indicates that the bands failed to deploy. No further information has been obtained to date.